Manufacturer narrative:
Batch review performed on 19 december 2018: lot 180763: (B)(4). Expiration date: 2023-06-10. No anomalies found related to the problem. (B)(4). Clinical evaluation perforemed by medical affairs manager: postoperative femoral fracture occurred few days after primary cementless total hip arthroplasty in a (B)(6) year old woman. Immediate postoperative fractures may occur during the rehabilitation period when sudden movements, such as the torsional movement described in the report, on a weakened bone due to intraoperative femoral preparation may cause femoral fractures. There is no reason to suspect a faulty device.

Event description:
The patient had a periprosthetic fracture in their femur 1 week after the primary, due to pivoting on the leg. The stem was removed (amis standard size 5), the femur was cabled and a quadra standard size 4 was implanted.